Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/09/2019. An investigation was conducted. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. A mechanical evaluation was conducted. The harvesting tool was inserted into the cannula with no physical or visual difficulty. A reference endoscope was also inserted into the cannula until an audible click was heard with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tool(cutter) and the scope could not be fitted simultaneously through the harvesting tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The harvesting tool(cutter) and the scope could not be fitted simultaneously through the harvesting tool. Another device was opened and continued with the the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tool(cutter) and the scope could not be fitted simultaneously through the harvesting tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.